Event description:
It was reported that the user received glucose readings on the dexcom g7 mobile application but not on the ilet pump due to the sensor pairing code not being entered into the pump. Symptoms included no glucose data displayed on the pump. Outcomes included temporary interruption of automated insulin dosing based on continuous glucose monitoring data until pairing was completed. Investigation included customer troubleshooting and user education conducted remotely. Investigation of this case revealed user setup error related to sensor pairing. It was concluded that the device functioned as designed once the sensor was correctly paired and that no device malfunction occurred. The user was instructed on proper pairing and advised to wait for data to populate after completing the process.